Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, analysis was performed and no anomalies were found. Analyst noted that helix could be extended and retracted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the lead was not stable, placement difficulty occurred, the tip did not come out of the lead with multiple turns and was stuck. It was also reported that the ipl parameters were not satisfied and dislodge occurred. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.